Event description:
It was reported that there was an emergency stop button failure and the button is also not fitting properly. There were no patient complications reported. No further information about the patient and procedure outcome are available.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was identified that the screw that secures the emergency stop button was loose, therefore the reported event was confirmed. The field service engineer performed all the necessary adjustments to the emergency button and the issue was successfully resolved. The button malfunction could lead to the reported event. Based on review of all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was an emergency stop button failure and the button is also not fitting properly. There were no patient complications reported. No further information about the patient and procedure outcome are available.

Event description:
It was reported that there was an emergency stop button failure and the button is also not fitting properly. There were no patient complications reported. No further information about the patient and procedure outcome are available.